Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed shock impedance measurements of greater than 200 ohms. The patient was seen for a revision procedure where it was found that the set screw on the distal coil was loose. A crimp on the lead was also noted. The lead was then surgically abandoned. The device remains in service. There were no adverse patient effects.